Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the emergency room after receiving hv therapy from the device, the device was unable to be interrogated. Interrogation with another transmitter was attempted, and device interrogation was successful. It was noted that during the successful transmission, there were no transmissions regarding the ventricular fibrillation episodes and hv therapy delivered due to the episodes being cleared. Later review of episodes did reveal the ventricular fibrillation episode with hv therapy. The patient was fine.